Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user received an alert 38 indicating a stalled motor on the ilet, experienced repeated restarts, and was advised that the device would no longer be water resistant and to maintain backup therapy; blood glucose was reportedly unaffected. Symptoms included no reported adverse health effects. Outcomes included a device replacement being arranged and instruction to sync data and return the original device. Investigation included review of user report and processing of the device for return and evaluation. Investigation of this case revealed a suspected motor stall consistent with a device mechanical or drive malfunction affecting insulin delivery, indicating a malfunction of the pump motor component. It was concluded, based on previously established findings for similar reports, that the cause was device mechanical failure related to the motor drive.